Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; image does not display due to damage on ccd (charged coupled device) unit, e237(scope error) occurs. Additional findings are as follows: due to a pinhole on ch-tube, water tightness is lost, lg-bundle is slipping down, due to deformation of insertion tube rotation ring, connecting tube does not rotate smoothly, due to damage, angulation lever does not move smoothly, due to wear of angle wire, bending angle in up direction does not meet the standard value, universal cord is dirty due to water leakage, sc (scope connector) cover unit is dirty due to water leakage, s-connector is dirty due to water leakage, control unit is dirty due to water leakage, insertion tube rotation ring has a scratch, sc cover unit has a scratch, s-connector has a scratch, connecting tube has a dent, protector of universal cord on s-connector side has a cut, ud (up/down) plate has a scratch, ud plate is sticky, grip has a scratch, grip is sticky, switch box has a scratch, s-cover has a scratch, control unit has a scratch, adhesive on a-rubber has a chip, a-rubber has discoloration, no electrical continuity due to damage on distal end, due to a cut on a-rubber insulation resistance value does not meet the standard value, universal cord has a scratch, and connecting tube has a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the bronchovideoscope image does not display. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely image issue was caused by a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: "confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1. Observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5. Operate the up / down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8. Align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred during inspection before use. The intended procedure was completed using a similar device.